Manufacturer narrative:
The medical center returned the impella cp product for investigation of the low flows. The impeller blade was found to be fractured upon analysis. What interacted with the impeller and caused the damage is not known. The failure mode will be monitored and trended.

Event description:
The medical center admitted an (B)(6) year old male suffering from an acute myocardial infarction and cardiogenic shock. When performing the angioplasty the patient began to deteriorate and the team placed an impella cp for hemodynamic support. The patient in addition was found to need right sided heart support and so the team placed an impella rp. During the angioplasty procedure the impella cp was found to exhibit low flows and so the pump was replaced by a new impella cp. When the first impella pump was returned to abiomed for investigation the impeller blade was found to be damaged, and as such a report is filed for the product malfunction.